Event description:
It was reported that the customer passed away as a result of a head injury he sustained in a vehicular accident. The customer was driving his motorcycle when a car pulled out in front of him. The customer's wife stated that the insulin pump has nothing to do with the customer's death. The customer was wearing the insulin pump at the time of the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.